Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not able to fully charge the ipg. Database analysis revealed two high impedance measurements in port d. Ipg resets while charging were noted in the database logs.

Manufacturer narrative:
This event was previously reported. See MFR. Report # 3006630150-2023-07303.

Event description:
It was reported that the patient was not able to fully charge the ipg. Database analysis revealed two high impedance measurements in port d. Ipg resets while charging was noted in the database logs.